Manufacturer narrative:
Investigation: customer returned one (1) 30gx12.7mm, 1ml bd insulin syringe from an opened polybag from lot 9140662. Consumer reported: insulin leaked into the black area of syringe past the plunger stopper and into the rod section of syringe; consumer also reported the expiration date is 2024-06-31 when there is no calendar day of june 31, 2024. The returned polybag was examined, and it was observed that the expiration date correctly displayed 2024-05-31 (lot 9140662 was manufactured on 2019-05-20 so a five year shelf life puts the expiration date at 2024-05-31). The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly, and no leakage was observed. Since no evidence of manufacturing defect was observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9140662. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: material no: 328411 batch no: 9140662. It was reported that the insulin leaked into the black area of syringe- past the plunger stopper and into the rod section of syringe, adding that the expiration date is 2024-06-31 when there is no calendar day of june 31, 2024. Verbatim: consumer reported # 1 insulin leaked into the black area of syringe- past the plunger stopper and into the rod section of syringe. Consumer reported # 2 the expiration date is 2024-06-31 when there is no calendar day of june 31, 2024.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle leaked during use. The following information was provided by the initial reporter: material no: 328411 batch no: 9140662. It was reported that the insulin leaked into the black area of syringe- past the plunger stopper and into the rod section of syringe, adding that the expiration date is 2024-06-31 when there is no calendar day of june 31, 2024. Verbatim: consumer reported # 1 insulin leaked into the black area of syringe- past the plunger stopper and into the rod section of syringe. Consumer reported # 2 the expiration date is 2024-06-31 when there is no calendar day of june 31, 2024.